Event description:
It was reported that the tip of the screwdriver was found broken. It is unk when or how the tip was broken.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Mfg revealed that the device was received for investigation and it was noted that the tip was partially broken off. Visual and dimensional inspection showed that the tip was found to meet specs. This complaint is deemed indeterminate from a mfg standpoint.